Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor delivered its contents at a slower than expected rate during a home patient¿s infusion. According to the report, the device was filled with 210 ml total of fluorouracil and saline (non baxter products). The expected infusion time was 48 hours; however, only approximately 30% of the fill volume was delivered in 48 hours. The flow restrictor was at a higher height than the reservoir during the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from august 29, 2013 to august 30, 2013. The device evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and found the device¿s flow rates to be within specification. Therefore, the reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.